Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing pace impedance measurements over the past year that were in the range of 1788 to 2106 ohms. Additionally, noise was oversensed during a recent procedure the patient underwent. Technical services (ts) recommended programming changes and a lead replacement. This lead remains in service. No adverse patient effects were reported.